Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, the right ventricular lead exhibited no capture and an impedance anomaly. Lead dislodgement was noted. On (B)(6) 2017 the lead was capped and replaced. The patient was stable throughout.